Event description:
A consumer implanted for multiple back operations reported last week it started "getting screwy" because when they got up in the morning and set the device to 3.75 to 3.58 and turned it on, they would get a jolt, and it got stronger. It was noted the consumer felt shocking at 3.0 and when it was up to 4.0 it felt like that immediately. The consumer was walked through changing groups from a to b, but nothing was better, and the consumer couldn't leave stimulation at 3.75.

Manufacturer narrative:
Additional review determined conclusion code no longer applies to this event.

Event description:
Additional information received from the consumer reported that as of (B)(6) 1016 their pain was getting really bad so they could hardly walk. It was further reported as of (B)(6) 2016 the consumer would turn stimulation down and then off when going to bed, but when they turned stimulation on in the morning they got a "jolt" because the setting would be at 3.3 volts and then went up to 3.8 volts. The consumer used the patient programmer (pp) to adjust the settings, but it didn't help them. It was noted the consumer was scheduled to undergo a laminectomy on (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had a laminectomy and were now in a rehab center. The consumer was looking to schedule an appointment with the manufacturer¿s representative (rep).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.